Event description:
The manufacturer received information alleging a ventilator's display screen was blank and device was alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board and system board were replaced to address the issues.